Event description:
It was reported that the lead was dislodged two days after implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid noted on all conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage.